Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the pulse generator has been explanted and replaced. A new pulse generator was placed onto the chronic electrode. The electrode was revised. There were no additional adverse patient effects. It was reported that the painless daily shock impedance was 210 ohms. This was found during remote latitude follow-up. Technical services advised to bring the patient into the clinic for a system check. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A lead impedance test was performed using a latitude programmer to verify lead impedance. The impedances were all within the normal range. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the painless daily shock impedance was 210 ohms. This was found during remote latitude follow-up. Technical services advised to bring the patient into the clinic for a system check. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the pulse generator has been explanted and replaced. A new pulse generator was placed onto the chronic electrode. The electrode was revised. There were no additional adverse patient effects. It was reported that the painless daily shock impedance was 210 ohms. This was found during remote latitude follow-up. Technical services advised to bring the patient into the clinic for a system check. There were no adverse patient effects. The system remains implanted.